Event description:
The facility's biomedical engineer reported an infusion pump with an 807:01 failure code. This report was noted during biomed testing. The biomed stated that there was no report of any patient injury or medical intervention resulting from this failure, no medication was being infused, and no tubing was being used. No additional contact information was provided.